Event description:
Following an unsuccessful attempt to detach the coil, the physician retracted the coil into the microcatheter. However, as the physician was advancing the coil back to the aneurysm, the coil prematurely detached inside the microcatheter. The detached coil and the microcatheter were successfully removed from the patient as one unit. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for analysis. Based on the information provided, as the physician was advancing the coil back to the aneurysm, the coil prematurely detached inside the microcatheter. Additional information stated that the device was not advanced slowly and smoothly, in a one-to-one motion and this could have contributed to the reported premature coil detachment. The labeling states: " advance and retract the target detachable coil carefully and smoothly without excessive force. If unusual friction is noticed, slowly withdraw the target coil and examine for damage. If damage is present, remove and use a new target coil. If friction or resistance is still noted, carefully remove the target coil and microcatheter and examine the microcatheter for damage". Therefore, a probable assignable cause of procedural factors has been assigned to this complaint as it is likely that procedural factors caused the performance of the device to be limited.

Manufacturer narrative:
(B)(4): the device is not available to the manufacture.

Event description:
Following an unsuccessful attempt to detach the coil, the physician retracted the coil into the microcatheter. However, as the physician was advancing the coil back to the aneurysm, the coil prematurely detached inside the microcatheter. The detached coil and the microcatheter were successfully removed from the patient as one unit. There was no clinical consequence to the patient.